Event description:
The customer reported ip activflo biopsy iii, taped blue, p/n 39lc-625-2-l, lot 231220-a was deformed causing the cassette to not stay closed.

Manufacturer narrative:
Device history review was completed. There were no deviations or non-conformances associated with this lot. Trending analysis reported no (0) other related occurrences of this issue for this product lot. A customer return was requested. If additional information is received an additional follow up MDR will be submitted.